Event description:
It was reported that during the implant attempt that the wrench would not engage the setscrew, and the physician had difficulty engaging the is-1 pin into the header, as the pin would not go past the setscrew block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.